Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced kinked cannula, which led to an elevated blood glucose level on (B)(6) 2026. The patient's blood glucose level during the event was 382 mg/dl. No further information available.